Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a negative result with our product ih-cell I-ii for two tests of the same patient. One test was performed on (B)(6) 2023 and the second test was perfomred on (B)(6) 2025 and the test results were negative each time. Another facility detected an anti-c . The patient had no known transfusion history. The customer reported both cases on august 11, 2025. While he was able to provide information on the product used for the test performed in (B)(6) 2025, he was not able to provide such information on the product used in the test back in 2023. Also, it was not possible to retrieve data from the ih-1000 used for testing. For this reason, we refrain from submitting a report for the incident in (B)(6) 2023. Regarding the allegedly false negative test result obtained in (B)(6) 2025, the customer did not provide a patient sample for investigational testing in our quality control laboratory. The customer filed his complaint in august 2025, when the allegedly defective lot of ih-cell I-ii has alreday been expired six weeks ago, therefore, no tests could be carried out. A review of our batch record has not shown any abnormalities that could have negatively affected product quality. The qc daily journal from the date of event was checked and showed that all qc was acceptable. The allegedly false negative test result is suspected to be related to a paitent sample problem.